Manufacturer narrative:
The product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents and/or complaints reported from this lot. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported tip separation appears to be related to operational circumstances of the procedure. In this case, it is likely that during advancement through the anatomy and/or other devise used, the tip became kinked or bent. Manipulation of the guide wire during the procedure likely resulted in the tip separation. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat a target lesion in the distal obtuse marginal artery. The wiggle guide wire was used and during the procedure, the tip of the wiggle wire broke off in the patient anatomy. The separated tip could not be removed and remains in the patient anatomy. No additional information was provided.